Event description:
It was reported that the patient complained of diaphragmatic stimulation. The left ventricular lead was programmed off due to inability to program without stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.